Event description:
This pt was admitted to the hospital for a skin flap infection and device extrusion, pt underwent surgical debridement and IV antibiotic for mrsa (methicillin resistant staph aureus). The infection has now been resolved and the implant remains in place.